Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received three inappropriate therapies. The right ventricular (rv) lead was noted to have a sudden impedance rise and noise was observed. Reprogramming was performed to turn therapies off. A few days later, the lead was extracted via laser and it was indicated to have been damaged during extraction. A new lead was implanted. No further patient complications have been reported as a result of this event.